Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the atrial lead exhibited loss of capture. The physician decided to program the device to vvi mode. No further intervention is planned. The patient was in stable condition.